Event description:
Reported via "journal" article. It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx was implanted. Six weeks post-implant, transesophageal echocardiogram (tee) was performed revealing a leak measuring 11mm. A 20mm watchman flx closure device was implanted into the gap next to the pre-existing 27mm watchman flx closure device. The leak was successfully closed and the patient was discharged the same day on eliquis.

Manufacturer narrative:
B3: estimated as 01/01/2023 as the published date for the article is noted as 2023. Literature citation: rhodes ad, et al. (2023). Use of watchman for closure of a per-device leak after initial watchman implant. Journal of the americal college of cardiology 2023: 81(8 supplement) p.2849.